Event description:
It was reported the balloon would not deflate which was due to the inability to withdraw the plunger from the syringe. It is unknown if there was patient involvement. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.